Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the endeavor resolute dislodged during implant. The endeavor resolute was successfully removed with a snare.

Manufacturer narrative:
The deformed resolute stent was not implanted. An undamaged resolute stent was implanted to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: eres22524x (lot: 0008599788) was dislodged during removal from the patient. The physician attempted to use a snare to remove it but failed. Then the physician re-dilated the lesion using a non mdt balloon and implanted another resolute and a non-mdt stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute rx drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the proximal circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. There were no issues removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the endeavor resolute dislodged during implant. The physician made several attempts to remove the dislodged stent using a snare, but failed to remove the stent from the patient. No further injury was reported post procedure. The physician commented the event was due to lesion¿s severe calcification. Patient had left hospital, status was well. It was reported that the physician tried to implant a different resolute stent (exact model unknown) and a non-medtronic stent prior to implanting the dislodged endeavor resolute. The resolute stent was inspected before use with no issues noted. Resistance was noted while advancing the device to the lesion, but excessive force was not used. The resolute stent could not cross the lesion and deformed. A non-medtronic device was used to conduct dilation and re-implant the resolute stent and a non-medtronic stent to complete the procedure successfully.